Event description:
Litigation papers allege, the patient suffers from pain, elevated metal ion levels, discomfort, difficulty walking, and a popping and grinding noise.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. UDI: (B)(4).

Event description:
Update rec'd (B)(6) 2015 - litigation papers received. No new additional information received will change the MDR decision. Update rec'd (B)(6) 2015 - plaintiff's preliminary disclosure form was received, which provided doi and product/lot codes.